Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified damage (nicked/gouged) on the surfaces of implant. The locking feature (dovetail) was found to be flared and compressed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the surgical technique complaint is confirmed. The root cause is attributed to use error. No corrective actions, preventive actions, or field actions resulted after investigation of this event. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported when installing the insert, the insert could not be locked with the tibial plateau. After removing it, it was found that there was a problem with the groove at the rear of the insert. The procedure was completed with a second insert.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.